Event description:
It was reported patient underwent affixus proximal femoral nail procedure in (B)(6). Subsequently, patient has to undergo a revision surgery on an unknown date due to the lag screw sliding laterally and the anti-rotation screw staying in the same location.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on (B)(6) 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2012-01959/01960).